Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified mini volume extension set with micron downstream filter had flow issues. This occurred during infusion of an amino acid bolus at either 300ml/hr or 600ml/hr using a baxter infusion pump. The reporter stated that the pump intermittently alarmed downstream occlusion every few seconds. The pump started and stopped throughout the whole amino bolus administration. The reporter stated that there were no issues with the patient's line access or IV pump. There was no patient injury or medical intervention associated with this event. No additional information is available.